Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose (bg) value was displayed as "high" (value not provided); cause was not known. A correction bolus was delivered via pump to address bg. Tandem technical support (cts) performed a pump system check with the customer and no pump issues related to the elevated bg were identified. Reportedly, customer used insulin in the cartridge longer than labeled. Cts educated customer of labeling.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged out-of-range issue was verified. There was no failure identified related to the reported high blood glucose.